Event description:
It was reported that the bd safe-clip¿ experienced rattling sounds. The following information was provided by the initial reporter: customer received bd safe clip clipping device and noticed a rattling sound.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(6), has been listed in sections manufacturer city, name,state, and manufacturer site as nypro, mx is an OEM manufacturing site. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Device expiration date: unknown. Device manufacture date: unknown.